Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be due to "incorrect operation". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the drain bag did not come with tubing, so the distributor wanted to know about if drain bag was supposed to come with tubing and also customer ordered four and received only two. Representative confirmed that the customer means the tubing that came preconnected to the bag and not the foley catheter. Customer stated it only came with the bag. Confirmed there should be tubing preconnected to the bag, but no indwelling catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the distributor wanted to know about if drain bag was supposed to come with tubing and their customer ordered four and only received two. Also stated it did not come with tubing. Representative confirmed that the customer means the tubing that came preconnected to the bag, and not the foley catheter. Customer claimed the patient stated it only came with the bag. Confirmed that there should be tubing preconnected to the bag, but no indwelling catheter.